Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic region'), fallopian tube perforation ('perforation (fallopian tube),'), ectopic pregnancy ('pregnancy (ectopic)') and abortion of ectopic pregnancy ('miscarriage/ passed a big painful blood clot') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii, parity 2 and colonoscopy. Current weight (B)(6). On (B)(6) 2016- final surgical pathology consultation: final diagnosis: fallopian tube" left, excision: fallopian tube demonstrating acute and chronic inflammation, fibrosis of the sub epithelial soft tissue and a foreign body consistent with stated clinical origin (&sure). No evidence of dysplasia or malignancy. Fallopian tube is seen in complete cross section. Fallopian tube, right, excision: fallopian tube demonstrating intense acute and chronic inflammation and a foreign body consistent with stated clinical origin (essure). Foreign body giant cell reaction seen in the wall of the fallopian tube. No evidence of epithelial dysplasia or malignancy. Fallopian tube is seen in complete cross section. Endocervix curettage: no evidence of squamous or glandular dysplasia. The specimen consists of monoclinous material, inflammatory debris and minute strips of benign endocervical epithelium. Uterine cervix, leep: acute and chronic cervicitis with squamous metaplasia. Focal koilocytic change. No evidence of high grade dysplasia or malignancy. Ectocervical and endocervical margins of excision are free of dysplasia. Previously administered products included for birth control: loestrin fe from (B)(6) 2011 to (B)(6) 2011 and yaz from (B)(6) 2011 to (B)(6) 2011. Concurrent conditions included body mass index normal, bipolar disorder, (B)(6) infection, irritable bowel syndrome, itching, dysmenorrhoea, painful urination, uterine bleeding, bacterial vaginosis, vaginal odor, constipation, salpingitis, fibrosis, chronic cervicitis, squamous cell metaplasia and cervical intraepithelial neoplasia ii. Concomitant products included metronidazole (metrogel), metronidazole;nystatin (flagyl comp) and oral contraceptive nos. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), mood swings ("mood swings") and fungal infection ("yeast infection"). In (B)(6) 2013, the patient experienced abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced urticaria ("hives") and rash ("rashes"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced bacterial vulvovaginitis ("bacterial vaginitis") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"), 2 years 2 months after insertion of essure. In (B)(6) 2015, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), back pain ("lower back area"), depression ("depression"), anxiety ("anxiety ") and reproductive tract disorder ("reproductive system disorder or condition") and was found to have weight decreased ("weight loss"). The patient was treated with antibiotics and surgery (bilateral salpingectomy, leep biopsy and dilation & curettage). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fallopian tube perforation, ectopic pregnancy, abortion of ectopic pregnancy, allergy to metals, urticaria, back pain, abdominal distension, vaginal haemorrhage, menorrhagia, mood swings, urinary tract infection, fungal infection, depression, anxiety, rash, migraine, headache, reproductive tract disorder, dysmenorrhoea, bacterial vulvovaginitis, weight increased, alopecia, vaginal discharge and weight decreased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal distension, abortion of ectopic pregnancy, allergy to metals, alopecia, anxiety, back pain, bacterial vulvovaginitis, depression, dysmenorrhoea, ectopic pregnancy, fallopian tube perforation, fungal infection, headache, menorrhagia, migraine, mood swings, pelvic pain, rash, reproductive tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2016: uterus: essure coils are seen in place on transabdominal images. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: vaginal discharge, depression, urinary tract infection, bacterial vaginitis, yeast infection, pelvic pain, dysmenorrhea, vaginal bleeding, menorrhagia, back pain, abdominal distention, dyspareunia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs+mr received- new events abortion of ectopic pregnancy, abnormal bleeding (menorrhagia), mood swings, urinary tract infection, yeast infection , depression, anxiety , rashes, hives, migraines, headaches, reproductive system disorder or condition, nickel allergy, dysmenorrhea (cramping), pain, vaginal discharge, perforation (fallopian tube), weight loss, hair loss, pregnancy (ectopic), bloating, device ineffective, bacterial vaginitis, weight gain, lower back area were added. Event injury updated to abnormal bleeding (vaginal). New reporters, patient information, medical history, lab data, treatment, historical and concomitant drug were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic region'), fallopian tube perforation ('perforation (fallopian tube),'), ectopic pregnancy ('pregnancy (ectopic)') and abortion of ectopic pregnancy ('miscarriage/ passed a big painful blood clot') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii, parity 2 and colonoscopy. Current weight 111 lbs (B)(6) 2016- final surgical pathology consultation. Final diagnosis: fallopian tube" left, excision: fallopian tube demonstrating acute and chronic inflammation, fibrosis of the sub epithelial soft tissue and a foreign body consistent with stated clinical origin (&sure). No evidence of dysplasia or malignancy. Fallopian tube is seen in complete cross section. Fallopian tube, right, excision: fallopian tube demonstrating intense acute and chronic inflammation and a foreign body consistent with stated clinical origin (essure). Foreign body giant cell reaction seen in the wall of the fallopian tube. No evidence of epithelial dysplasia or malignancy. Fallopian tube is seen in complete cross section. Endocervix curettage: no evidence of squamous or glandular dysplasia. The specimen consists of mnclnous material, inflammatory debris and minute strips of benign endocervical epithelium. Uterine cervix, leep: acute and chronic cervicitis with squamous metaplasia. Focal koilocytic change. No evidence of high grade dysplasia or malignancy. Ectocervical and endocervical margins of excision are free of dysplasia. Previously administered products included for birth control: loestrin fe from (B)(6) 2011 and yaz from (B)(6) 2011. Concurrent conditions included body mass index normal, bipolar disorder, chlamydial infection, irritable bowel syndrome, itching, dysmenorrhoea, painful urination, uterine bleeding, bacterial vaginosis, vaginal odor, constipation, salpingitis, fibrosis, chronic cervicitis, squamous cell metaplasia and cervical intraepithelial neoplasia ii. Concomitant products included metronidazole (metrogel), metronidazole;nystatin (flagyl comp) and oral contraceptive nos. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), mood swings ("mood swings") and vulvovaginal mycotic infection ("yeast infection"). In (B)(6) 2013, the patient experienced abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced urticaria ("hives") and rash ("rashes"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced bacterial vulvovaginitis ("bacterial vaginitis") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"), 2 years 2 months after insertion of essure. In (B)(6) 2015, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), back pain ("lower back area"), depression ("depression"), anxiety ("anxiety ") and reproductive tract disorder ("reproductive system disorder or condition") and was found to have weight decreased ("weight loss"). The patient was treated with antibiotics and surgery (bilateral salpingectomy, leep biopsy, bilateral salpingectomy, leep biopsy,d&c and dilation & curettage). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, urinary tract infection, vulvovaginal mycotic infection, dysmenorrhoea and bacterial vulvovaginitis had not resolved and the fallopian tube perforation, ectopic pregnancy, abortion of ectopic pregnancy, allergy to metals, urticaria, back pain, abdominal distension, vaginal haemorrhage, menorrhagia, mood swings, depression, anxiety, rash, migraine, headache, reproductive tract disorder, weight increased, alopecia, vaginal discharge and weight decreased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal distension, abortion of ectopic pregnancy, allergy to metals, alopecia, anxiety, back pain, bacterial vulvovaginitis, depression, dysmenorrhoea, ectopic pregnancy, fallopian tube perforation, headache, menorrhagia, migraine, mood swings, pelvic pain, rash, reproductive tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2016: uterus: essure coils are seen in place on transabdominal images. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: vaginal discharge, depression, urinary tract infection, bacterial vaginitis, yeast infection, pelvic pain, dysmenorrhea, vaginal bleeding, menorrhagia, back pain, abdominal distention, dyspareunia quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-jul-2019: pfs received. Outcome of the event pain, dysmenorrhea (cramping), yeast infection, bacterial vaginitis, urinary tract infection were updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic region'), fallopian tube perforation ('perforation (fallopian tube),'), ectopic pregnancy ('pregnancy (ectopic)') and abortion of ectopic pregnancy ('miscarriage/ passed a big painful blood clot') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 and colonoscopy. Current weight 111 lbs (B)(6) 2016- final surgical pathology consultation final diagnosis: 1. Fallopian tube" left, excision: fallopian tube demonstrating acute and chronic inflammation, fibrosis of the sub epithelial soft tissue and a foreign body consistent with stated clinical origin (&sure). No evidence of dysplasia or malignancy. Fallopian tube is seen in complete cross section. 2. Fallopian tube, right, excision: fallopian tube demonstrating intense acute and chronic inflammation and a foreign body consistent with stated clinical origin (essure). Foreign body giant cell reaction seen in the wall of the fallopian tube. No evidence of epithelial dysplasia or malignancy. Fallopian tube is seen in complete cross section. 3. Endocervix curettage: no evidence of squamous or glandular dysplasia. The specimen consists of mnclnous material, inflammatory debris and minute strips of benign endocervical epithelium. 4. Uterine cervix, leep: acute and chronic cervicitis with squamous metaplasia. Focal koilocytic change. No evidence of high grade dysplasia or malignancy. Ectocervical and endocervical margins of excision are free of dysplasia. Previously administered products included for birth control: loestrin fe from (B)(6) 2011 to (B)(6) 2011 and yaz from (B)(6) 2011 to (B)(6) 2011. Concurrent conditions included body mass index normal, bipolar disorder, chlamydial infection, irritable bowel syndrome, itching, dysmenorrhoea, painful urination, uterine bleeding, bacterial vaginosis, vaginal odor, constipation, salpingitis, fibrosis, chronic cervicitis, squamous cell metaplasia and cervical intraepithelial neoplasia ii. Concomitant products included metronidazole (metrogel), metronidazole;nystatin (flagyl comp) and oral contraceptive nos. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), mood swings ("mood swings") and vulvovaginal mycotic infection ("yeast infection"). In (B)(6) 2013, the patient experienced abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced urticaria ("hives") and rash ("rashes"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced bacterial vulvovaginitis ("bacterial vaginitis") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"), 2 years 2 months after insertion of essure. In (B)(6) 2015, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), back pain ("lower back area"), depression ("depression"), anxiety ("anxiety "), reproductive tract disorder ("reproductive system disorder or condition") and mass ("small bumps") and was found to have weight decreased ("weight loss"). The patient was treated with antibiotics and surgery (bilateral salpingectomy, leep biopsy, bilateral salpingectomy, leep biopsy,d&c and dilation & curettage). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, urinary tract infection, vulvovaginal mycotic infection, dysmenorrhoea and bacterial vulvovaginitis had not resolved and the fallopian tube perforation, ectopic pregnancy, abortion of ectopic pregnancy, allergy to metals, urticaria, back pain, abdominal distension, vaginal haemorrhage, menorrhagia, mood swings, depression, anxiety, rash, migraine, headache, reproductive tract disorder, weight increased, alopecia, vaginal discharge, weight decreased and mass outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal distension, abortion of ectopic pregnancy, allergy to metals, alopecia, anxiety, back pain, bacterial vulvovaginitis, depression, dysmenorrhoea, ectopic pregnancy, fallopian tube perforation, headache, mass, menorrhagia, migraine, mood swings, pelvic pain, rash, reproductive tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2016: uterus: essure coils are seen in place on transabdominal images.. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: vaginal discharge, depression, urinary tract infection, bacterial vaginitis, yeast infection, pelvic pain, dysmenorrhea, vaginal bleeding, menorrhagia, back pain, abdominal distention, dyspareunia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2019: pfs received. Reporters information updated. Event: bump were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.